Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Had a partial knee replacement (stryker) on (B)(6) 2014. I am still having pain and discomfort. There is occasionally swelling,and I am also experiencing quad tightness. I am still seeing my surgeon, and I have gotten several steroid injections. I had been a runner for over 30 years. I am now just playing golf, but will experience pain, tightness and discomfort after playing. My doctor says that maybe I need a full knee replacement. Not sure if I want to take that option.